Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, and no scroll bar moving on its own noted. The insulin pump was also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated that the buttons are not responding and it alarmed button error. Customer performed a self test and it goes back to asking if the time and date are correct. Blood glucose value was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.